Manufacturer narrative:
Other - burrs on caster wheel horns and undercarriage.

Event description:
It was reported by service report that there were burrs on the load wheel casters and the undercarriage and the locking post is loose. No patient involvement or adverse consequences are reported.